Manufacturer narrative:
It was reported that the patient underwent gynecological surgical procedures on (B)(6) 2007 and (B)(6) 2007 and mesh was implanted during each surgery.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an undisclosed date and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and a mesh was implanted. It was reported that following insertion the patient experienced bleeding. It was reported that patient underwent excision of eroded vaginal mesh, posterior and anterior vagina, revision of posterior repair, revision of anterior repair with augmentation of mesh using the elevated anterior system, vaginal vault suspension on (B)(6) 2011, due to mesh erosion, urinary retention. No additional information was provided.